Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 3.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the proximal part of the stent was found to be deformed. The procedure was ended. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The first and second most proximal struts were lifted and pulled distally. The remainder of the stent was undamaged, showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 3.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the proximal part of the stent was found to be deformed. The procedure was ended. No patient complications were reported and the patient's status was stable.